Event description:
During a lateral transthoracic retro-pleural corpectomy with removal of herniated disc, the surgeon was using the bone scalpel and the tip of the blade broke off. An x-ray was performed to assure that the tip was not in the surgical wound. The x-ray was reported as negative by the radiologist. It is believed that the tip was suctioned into the suction canister. There was no harm to the patient. Manufacturer response for misonix bone scalpel, misonix (per site reporter):